Event description:
It was reported that while the evita xl was ventilating a patient, the ventilator screen displayed the message peep apnea, check patient, call draeger. The patient was having difficulty breathing and went into cardiac arrest. The ventilator was removed from the patient and another ventilator was connected to the patient. Later - on request- it was stated by hospital staff, that the ventilator alarmed for "peep apnea" but kept ventilating the patient. It was decided to switch to another ventilator and while changing, the patient went into cardiac arrest. The patient was successfully resuscitated and is now fine. The reporting staff does not think that the ventilator caused patient coding.

Manufacturer narrative:
The evita xl was tested after the reported event and was found to be fully functional and within the specification. The log book analysis revealed that the root cause for the reported event was a blocked ventilation tube. The evita xl reacted on this condition as specified, tried to continue ventilation within the given pressure limitations and posted the relevant alarms like "tube blocked", "airway pressure high", "apnoe" for about 30 min until it was switched into "standby" by the users. It was concluded that no device failure has contributed to the reported event.